Event description:
The physician reported that during the first fastener set at the 11 o'clock position,the helical retractor was caught under the endoscope retainer band. The physician stated the band must not have flipped when the endoscope was retracted once in the stomach, but he thought it had. The physician advanced the helical retractor which exited under the retainer band. When the retractor was pulled back to be repositioned, the retainer band held the retractor outside of the protective home position. The physician used an endoscopic scissors in the working channel of the endoscope to cut the rubber retainer band and continued with the procedure using the same device. There were no patient adverse affects.

Manufacturer narrative:
As device worked normally after retaining band was snipped, the device was disposed of after the procedure per the hospital's standard operating procedure and is not available for evaluation.